Event description:
Customer reported a pca over infusion. The set has been discarded. Event details: morphine 30 mg/30 ml, pca only, was intended to infuse a max total of 2 mg per hour which should have lasted 15 hours. The syringe emptied in approximately 10 hrs. Pt was sleeping. There was no medical intervention reported. Although requested, no additional event or pt info provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.